Event description:
It was reported that two years following a perigee mesh implant, a pt "presented with suprapubic discomfort and asymptomatic urinary tract infection." A cystoscopy identified a small 1 x 2 cm intravesical mesh erosion. "Review of the prior operating notes demonstrated cystoscopy excluded cystotomy at the index surgery." Info indicates that the pt underwent "uncomplicated laparoscopic transvesical removal of intravesical mesh."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent. Springer: case report. Clinical article: laparoscopic removal of intravesical mesh following pelvic organ prolapse mesh surgery. Authors: christopher maher and benjamin fainer. Http://www.springerlink.com/content/jjj5j4602137x42/.